Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly failed a step during testing. There wa sno report of paitent harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.